Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081534) on 21-dec-2017. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube perforation)'), uterine perforation ('right essure coil had migrated /migration of essure device location of device: uterus/ perforation (uterus)/ punctured my uterus') and genital haemorrhage ('heavy irregular bleeding') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included obesity, smoker and uterine fibroid. Concomitant products included levonorgestrel (mirena) since (B)(6) 2018 and polycarbophil calcium (fiber). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ severe abdominal pain"), dyspareunia ("pain during intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain/ severe pack pain/low back pain"), tooth disorder ("dental problems"), nausea ("nausea"), lethargy ("lethargic"), arthralgia ("hip pain"), groin pain ("groin pain"), headache ("headaches"), pain ("body aches"), constipation ("constipation"), ovulation pain ("painful ovulation"), depression ("depression/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have white blood cell count increased ("white and red high counts"), red blood cell count increased ("white and red high counts"), blood urine present ("blood in urine") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, nausea, lethargy, white blood cell count increased, red blood cell count increased, blood urine present, arthralgia, groin pain, headache, pain, constipation, ovulation pain, vaginal haemorrhage, depression, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown, the uterine perforation, abdominal distension, pelvic discomfort, menorrhagia and tooth disorder had not resolved and the abdominal pain, dyspareunia, pelvic pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, blood urine present, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, headache, lethargy, menorrhagia, nausea, ovulation pain, pain, pelvic discomfort, pelvic pain, red blood cell count increased, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted as per previous follow up: (B)(6) 2013. An injury (hospitalization,disability/permanent damage and serious important medical events) was mentioned but not specified and /or assigned to one of the events insertion details:at the end of the procedure 4 coils were noted trailing in from the right tubal ostia and 2 coils were noted trailing from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram - in (B)(6) 2017: results: right essure coil had migrated. Hysterosalpingogram - on (B)(6) 2011: result: as per pfs: total bilateral occlusion. As per mr: essure micro-inserts to be in place in the proximal fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:dysmenorrhea, endometriosis. Lot number: 774371 manufacturing date: 2010-08 expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: outcome for events dyspareunia, pelvic pain, back pain, dysmenorrhea was updated to resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube perforation)'), uterine perforation ('right essure coil had migrated /migration of essure device location of device: uterus/ perforation (uterus)/ punctured my uterus') and genital haemorrhage ('heavy irregular bleeding') in an adult female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. Concurrent conditions included obesity, smoker and uterine fibroid. Concomitant products included levonorgestrel (mirena) since (B)(6) 2018 and polycarbophil calcium (fiber). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ severe abdominal pain"), dyspareunia ("pain during intercourse/ painful sex"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain/ severe pack pain/low back pain"), tooth disorder ("dental problems"), nausea ("nausea"), lethargy ("lethargic"), arthralgia ("hip pain"), groin pain ("groin pain"), headache ("headaches"), pain ("body aches"), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), ovulation pain ("painful ovulation"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have white blood cell count increased ("white and red high counts"), red blood cell count increased ("white and red high counts"), blood urine present ("blood in urine") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, nausea, lethargy, white blood cell count increased, red blood cell count increased, blood urine present, arthralgia, groin pain, headache, pain, genital haemorrhage, constipation, ovulation pain, vaginal haemorrhage, depression, dysmenorrhoea, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown, the uterine perforation, abdominal distension, pelvic discomfort, dyspareunia, pelvic pain, menorrhagia, back pain and tooth disorder had not resolved and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, blood urine present, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, headache, lethargy, menorrhagia, nausea, ovulation pain, pain, pelvic discomfort, pelvic pain, red blood cell count increased, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted as per previous follow up: 2013. An injury (hospitalization,disability/permanent damage and serious important medical events) was mentioned but not specified and /or assigned to one of the events insertion details:at the end of the procedure 4 coils were noted trailing in from the right tubal ostia and 2 coils were noted trailing from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram - in (B)(6) 2017: results: right essure coil had migrated. Hysterosalpingogram - on (B)(6) 2011: result: as per pfs: total bilateral occlusion. As per mr: essure micro-inserts to be in place in the proximal fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:dysmenorrhea, endometriosis. Lot number: 774371 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube perforation)'), uterine perforation ('right essure coil had migrated /migration of essure device location of device: uterus/ perforation (uterus)/ punctured my uterus') and genital haemorrhage ('heavy irregular bleeding') in a female patient who had essure (batch no. 774371) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. Concurrent conditions included obesity, smoker and uterine fibroid. Concomitant products included levonorgestrel (mirena) since (B)(6)2018 and polycarbophil calcium (fiber). On (B)(6)2011, the patient had essure inserted. In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ severe abdominal pain"), dyspareunia ("pain during intercourse/ painful sex"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain/ severe pack pain/low back pain"), tooth disorder ("dental problems"), nausea ("nausea"), lethargy ("lethargic"), arthralgia ("hip pain"), groin pain ("groin pain"), headache ("headaches"), pain ("body aches"), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), ovulation pain ("painful ovulation"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and endometriosis ("endometriosis") and was found to have white blood cell count increased ("white and red high counts"), red blood cell count increased ("white and red high counts"), blood urine present ("blood in urine") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, nausea, lethargy, white blood cell count increased, red blood cell count increased, blood urine present, arthralgia, groin pain, headache, pain, genital haemorrhage, constipation, ovulation pain, vaginal haemorrhage, depression, dysmenorrhoea, vaginal discharge, fatigue, weight increased and endometriosis outcome was unknown, the uterine perforation, abdominal distension, pelvic discomfort, dyspareunia, pelvic pain, menorrhagia, back pain and tooth disorder had not resolved and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, blood urine present, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, groin pain, headache, lethargy, menorrhagia, nausea, ovulation pain, pain, pelvic discomfort, pelvic pain, red blood cell count increased, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted as per previous follow up: (B)(6)2013. An injury (hospitalization,disability/permanent damage and serious important medical events) was mentioned but not specified and /or assigned to one of the events insertion details:at the end of the procedure 4 coils were noted trailing in from the right tubal ostia and 2 coils were noted trailing from the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Computerised tomogram - in (B)(6)2017: results: right essure coil had migrated. Hysterosalpingogram - on (B)(6)-2011: result: as per pfs: total bilateral occlusion. As per mr: essure micro-inserts to be in place in the proximal fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were described in patients¿ medical record confirming:dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Lot number was added. Date of insertion was updated. Added event perforation (fallopian tube perforation), abnormal bleeding (vaginal), depression, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, endometriosis, pt updated for migration to uterine perforation. Updated outcome of event. Medical history, concomitant conditions, lab data were added.reporter's information was added. Patient's demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081534) on 21-dec-2017. The most recent information was received on 07-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated") and genital haemorrhage ("heavy irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included polycarbophil calcium (fiber). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain/ severe abdominal pain"), dyspareunia ("pain during intercourse/ painful sex"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain/ severe pack pain"), tooth disorder ("dental problems"), nausea ("nausea"), lethargy ("lethargic"), arthralgia ("hip pain"), groin pain ("groin pain"), headache ("headaches"), pain ("body aches"), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation") and ovulation pain ("painful ovulation") and was found to have white blood cell count increased ("white and red high counts"), red blood cell count increased ("white and red high counts") and blood urine present ("blood in urine"). The patient was treated with surgery (to remove essure implant). Essure was removed on (b)6) 2018. At the time of the report, the device dislocation, abdominal distension, pelvic discomfort, abdominal pain, dyspareunia, pelvic pain, menorrhagia, back pain and tooth disorder had not resolved and the nausea, lethargy, white blood cell count increased, red blood cell count increased, blood urine present, arthralgia, groin pain, headache, pain, genital haemorrhage, constipation and ovulation pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, blood urine present, constipation, device dislocation, dyspareunia, genital haemorrhage, groin pain, headache, lethargy, menorrhagia, nausea, ovulation pain, pain, pelvic discomfort, pelvic pain, red blood cell count increased, tooth disorder and white blood cell count increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted as per previous follow up: 2013. An injury (hospitalization,disability/permanent damage and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: results: right essure coil had migrated. Most recent follow-up information incorporated above includes: on 7-dec-2018: event added: nausea, lethargic, white and red high counts, blood in urine, hip pain, groin pain, headaches, body aches, heavy irregular bleeding, constipation, painful ovulation. Reporter information was added. Concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.